Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found the probe detached, missing portion returned. The exact cause of the reported phenomenon cannot be conclusively determined. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh) procedure, while using the device the physician observed a probe damage error message. The intended procedure was completed with a similar device. There was no patient injury provided. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no results.